Event description:
Philips received a complaint on the defibrillator indicating that the device needed to be checked after a big blow. It works and it gives a correct test, but according to what happened, the blow was large. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6)

Manufacturer narrative:
There is a correction in investigation summary(as below) and evaluation result & conclusion codes. As per user prefers that we do a full revision to make sure nothing is damaged inside, a full and further evaluation of the device was completed, and it was found that the device does not have an image on the screen, it is verified that the problem comes from the processor pca and it is changed, when trying to connect it with the cable and the old processor, philips field service engineer (fse) check that it is the old model and the new cable does not come with the new processor, so a new dfm100 cbl ui to processor was also ordered. After parts replacement, the device is configured and checked for operation, and it is working fine. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.